Event description:
It was reported, the patient experienced an infection. A week or two post implant the patient began having symptoms of infection, but ignored them. The patient ¿got some antibiotics because, it was helping her pancreatitis¿. The patient had pus leaking out and a red streak up her abdomen and wasn¿t "taken in until she collapsed". It was determined she had meningitis. The pump was removed three years ago. It may have been removed within six weeks to two months post implant. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
The explant date is approximate. Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).